Event description:
Procedure performed: laparoscopic cholecystectomy and exploratory laparotomy. Event description: rep was not present for the case. The initial laparoscopic cholecystectomy was reported to have been completed without issue. Later that same day the patient had to be taken back in for an exploratory laparotomy due to post-operative bleeding. During that procedure the surgeon found that a clip had come off of the cystic artery and was the source of the bleeding. The bleeding was corrected and the patient has since been discharged. Product is not available for return as it was discarded after the initial procedure. Additional information was received via mw # (B)(4) on 18aug2022 from [name] [hospital] customer confirmed mw report corresponds to this complaint. Lot number was provided within the report. Per the report, "on the day of surgery, clip applied during laparoscopic cholecystectomy, using clip applicator, to the cystic artery. At the end of the procedure, the cystic artery was occluded and there was no evidence of active bleeding. The following day patient became hypotensive with a hemoglobin of 4.8. She was taken back to the or emergently for an exploratory laparotomy where it was found the clip was no longer on the cystic artery." Patient status: the patient had to undergo a second surgery to correct post-operative bleeding. There are now discharged from the hospital. Intervention: patient is now discharged after the second surgery to correct the post-op bleeding.

Manufacturer narrative:
The event unit is not anticipated to return to applied medical. A follow up report will be provided upon completion of the investigation. This report is to follow-up medwatch # (B)(4).

Event description:
Procedure performed: laparoscopic cholecystectomy, exploratory laparotomy. Event description: rep was not present for the case. The initial laparoscopic cholecystectomy was reported to have been completed without issue. Later that same day the patient had to be taken back in for an exploratory laparotomy due to post-operative bleeding. During that procedure the surgeon found that a clip had come off of the cystic artery and was the source of the bleeding. The bleeding was corrected and the patient has since been discharged. Product is not available for return as it was discarded after the initial procedure. Additional information was received via mw # (B)(4) on 18aug2022 from [name] [name of institution] customer confirmed mw report corresponds to this complaint. Lot number was provided within the report. Per the report, "on the day of surgery, clip applied during laparoscopic cholecystectomy, using clip applicator, to the cystic artery. At the end of the procedure, the cystic artery was occluded and there was no evidence of active bleeding. The following day patient became hypotensive with a hemoglobin of 4.8. She was taken back to the or emergently for an exploratory laparotomy where it was found the clip was no longer on the cystic artery." Additional information was received via email on 29aug2022 from [name], applied medical account manager ii "I don¿t have any additional information at this time but will attempt to get more per your request." Additional information was received via email on 19sep2022 from [name], applied medical account manager ii the clip was fully loaded into jaws upon actuation. Trigger was fully squeezed to handle and tissue was fully skeletonized. Clip not used to skeletonized tissue. Additional information was received via email on 26sep2022 from [name], applied medical account manager ii "blood loss: actual amount not know by per dr, "fair amount" transfusion: patient didn¿t require a transfusion correction: post op cystic artery bleed was corrected via application of endo-loop." Patient status: the patient had to undergo a second surgery to correct post-operative bleeding. There are now discharged from the hospital. Intervention: patient is now discharged after the second surgery to correct the post-op bleeding.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of the harm resulting from this failure have been evaluated and were found to be at an acceptable level.